Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate store atrial fibrillation (af) episode. The field representative was inquired about programming options. Technical services discussed that programming to secondary vector may have larger amplitude and it may have better qrst wave ratio. Additionally, the morphology has changed drastically since implant, and the patient have developed a bundle. Technical services discussed troubleshooting. It was suspected that smart pass is picking up on r waves in primary and was inquiring about programming to secondary. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient presented to the emergency room (ER) because she received a shock. It was noted that the patient was at a chiropractor's office and they were using a tens like therapy on her knee. The inappropriate shock was due to oversensing of electromagnetic interference (emi). At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received reporting that chest x-rays were performed and reviewed by technical services (ts). Based on the review, ts discussed that the positioning of the implant was identified as the likely reason for the poor sensing performance. At this time, the electrode remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this electrode was explanted and replaced. The electrode has been returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate store atrial fibrillation (af) episode. The field representative was inquired about programming options. Technical services discussed that programming to secondary vector may have larger amplitude and it may have better qrst wave ratio. Additionally, the morphology has changed drastically since implant, and the patient have developed a bundle. Technical services discussed troubleshooting. It was suspected that smart pass is picking up on r waves in primary and was inquiring about programming to secondary. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient presented to the emergency room (ER) because she received a shock. It was noted that the patient was at a chiropractor's office and they were using a tens like therapy on her knee. The inappropriate shock was due to oversensing of electromagnetic interference (emi). At this time, the device remains in service. No additional adverse patient effects were reported.